Event description:
According to the reporter: procedure: laparoscopic nephrectomy. During use, the clevis broke into pieces and fell into the patient cavity. The surgeon tried to remove all the pieces but is not sure if all were removed. The device was replaced and the surgery was continued without issue. Operating time was extended by about 30 minutes.